Event description:
It was reported that the right ventricular (rv) lead was found to have dislodged and was wrapped around the device. The patient indicated 'flipping the device over and over.' The lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.